Manufacturer narrative:
Block b3: exact date unknown, event occurred more than a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7090647, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing an inadequate stimulation and the left lead had migrated. Program optimization was done and was able to get good coverage.